Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that a patient with recurrent persistent atrial fibrillation underwent a catheter ablation procedure on (B)(6) 2026 using the farapulse system under general anesthesia via the right femoral vein. The patient had a history of prior pulmonary vein and posterior left atrial wall isolation ((B)(6) 2022) with recurrent atrial fibrillation despite cardioversion and sotalol therapy. During the procedure, electroanatomic mapping demonstrated durable pulmonary vein and posterior wall isolation with residual delayed fractionated signals on the roofline adjacent to the right superior pulmonary vein and along the ridge between the left superior pulmonary vein and left atrial appendage. These areas were treated with pulse field ablation, and the superior vena cava was empirically isolated. A total of 24 pulse field ablation applications were delivered. At the conclusion of the procedure, copious frank blood was observed in the endotracheal tube, concerning for pulmonary hemorrhage. Bronchoscopy localized the hemorrhage to the left lung, and CT angiography demonstrated perforation of a distal branch of the left superior pulmonary vein with associated pulmonary hemorrhage. The patient was managed conservatively with an additional 24 hours of intubation and positive pressure ventilation and temporary withholding of anticoagulation therapy. No significant decrease in hemoglobin was observed. Repeat CT imaging several days later demonstrated marked improvement of the pulmonary consolidation with no evidence of persistent pulmonary vascular injury. The patient was ambulatory without hypoxia or supplemental oxygen requirements after 72 hours. Follow-up pulmonary function testing was planned for two months, and outpatient cardiology follow-up was scheduled in three months. The treating physician noted that distal pulmonary venous branch perforation resulting in pulmonary hemorrhage is a very rare complication and expected the patient to make a full recovery without lasting sequelae.